Event description:
Boston scientific received information that this patient, with this device and epicardial leads, was experiencing intermittent av block (with syncope) and high pacing thresholds. With the lead attached to the psa, the pacing threshold was 2.8 volts at 1.0 ms. Because of the presence of electrogram noise, a device header issue was suspected. When a replacement device was attached, improvement of pacing threshold was observed. Boston scientific received information that this device was received at boston scientific's return products department in (B)(4) 2015.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found no irregularities. All of the set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.